Event description:
I had the essure birth control implant done five and a half years ago. Since then I've had several problems and found out I'm allergic to nickel. I've been suffering with back and abdominal pain, heavy painful menstrual cycles that includes clotting, and fatigue. I have very little interest in sex but when I do, intercourse is painful and causes bleeding afterwards. I also have joint pain and stiffness than makes it difficult to get out of bed. Other symptoms include skin rashes, reoccurring bladder/yeast infections, hot flashes, insomnia, memory fog, memory loss, anemia, and severe headaches. Recently, I've started experiencing a numbness and tingling sensation in my arms, legs, and hands.